Event description:
A patient reported a change in the stimulation in terms of location and sensation. During an unscheduled visit, it was noted that no closed-loop response was observed and stimulation sensation was in the right back. An x-ray showed the leads had migration and pulled out the epidural space. It was noted that anchors were not used due to a retrograde approach and laminectomy, due to patient conditions. A lead revision surgery has been scheduled.

Manufacturer narrative:
Update of b1, b5 an d f10 as a result of lead replacement surgery.

Event description:
A patient reported a change in the stimulation in terms of location and sensation. During an unscheduled visit, it was noted that no closed-loop response was observed and stimulation sensation was in the right back. An x-ray showed the leads had migration and pulled out the epidural space. It was noted that anchors were not used due to a retrograde approach and microlaminectomy, due to patient conditions. On (B)(6) 2022, a lead replacement surgery was performed.